Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up when post paced t wave oversensing was observed. Reprogramming was recommended. The patient was stable before, during and after the device interrogation and will continue to be monitored.

Event description:
New information received states that programming changes were made to the device for previous post paced t wave oversensing; however, another instance of post paced t wave oversensing was observed. Further programming changes were implemented. Patient monitoring will continue.